Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a sensor error 2 days after the sensor was inserted in the abdomen. On 06/03/2024, it was reported that due to the sensor failure, the patient could not confirm their blood glucose levels, and experienced a hypoglycemic event. The patient was rushed to the hospital and was treated with intravenous glucose. There was no documentation of further medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a sensor error 2 days after the sensor was inserted in the abdomen. On (B)(6) 2024, it was reported that due to the sensor error, the patient could not confirm their blood glucose levels, and experienced a hypoglycemic event. The patient was rushed to the hospital and was treated with intravenous glucose. There was no documentation of further medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.